Manufacturer narrative:
(B)(4). Evaluation summary: one delivery system and capsule were received for evaluation and investigated visually for external damage. The delivery system and capsule were disinfected and the lot number and ID# matched the information provided by the initial reported. The trocar needle was advanced. The delivery system was not bent and the plunger was not broken. The emergency procedure was not implemented and the capsule electrodes were okay. The delivery system did not have any other visible damage. Per the condition in which the device was received, the delivery system and capsule seemed to be functioning per specification. A review of the device history records for the provided lot / serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release. Corrected data: device available for evaluation, device evaluated by MFR?, evaluation codes, date received by MFR.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, the capsule failed to attach. No harm was caused to the patient. A repeat bravo procedure was performed. No intervention required. Nothing unusual about patient or procedure. An endoscopy had been performed prior to bravo procedure. Esophagus appeared to be normal. Site has been doing bravo procedures around 5 yrs now. Not sure how doctor was trained. Medala pump was the vacuum source used. S/n (B)(4). Vacuum pressure was around 600mmhg. Pressure did drop with finger test. Vacuum pressure during placement was around 600 mmhg. Lubricant was used on back of capsule. Not sure what caused the failure to attach.